Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. The reported events of ¿loss of sensing and high pacing impedance¿ were not confirmed.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, a loss of sensing and high pacing impedance were observed on the right atrial (ra) lead. The lead was explanted and a replacement ra lead was implanted. The patient was stable.